Manufacturer narrative:
The pump was received with normal operating currents. No unexpected low battery alarms were noted. The pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor. The pump passed the displacement test. The pump had minor scratches on the display window, and a cracked reservoir tube lip.

Event description:
The customer's spouse reported that the insulin pump battery was not lasting more than two days and customer experienced low blood glucose in the 50 to 69 mg/dl range. Troubleshooting was declined. The insulin pump was requested to be replaced and it was agreed that the product be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.